Event description:
The technician alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail mounting bracket is bent. The technician replaced the side rail mounting bracket assembly to resolve the issue.